Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection of the pump found the pump is good physical condition. Functional testing included accuracy testing. The pump passed accuracy tests within the limits. Customer states issue was not confirmed and could not be duplicated. Problem source could not be identified.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cadd legacy plus pump under delivered the medication. The reporter stated the customer noticed discrepancies between the indicated value and the actually remaining value. There were no adverse effects to the patient due to the reported event.